Event description:
It was reported by the caller that the pentaray catheter was not irrigating properly. The caller noted that the pentaray was removed from the patient and they attempted to flush the catheter. The caller noted that the catheter was completely occluded. The caller noted that no clot was visualized on the catheter. The clinical account specialist exchanged the catheter and the issue was resolved. The case continued. The faulty catheter is available for return. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).